Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom it was reported that the patient faced infusion set fell off during use event on (B)(6)2024. The infusion set had been used for less than a day. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united kingdom